Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening linear on anterior, crease fold, wear abrasion, black particles in the fill channel, white particles outer device and observed what appears to be like crater appearance on shell surface. Leak test and microscopic analysis was performed which identified: smooth opening on anterior and opening crease smooth on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. A smooth opening on anterior assessed as smooth opening.